Manufacturer narrative:
The reported event of noise was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve height was measured to be within specification. Visual inspection and x-ray examination of the lead did not find any anomalies.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for a device implant surgery. It was noted that atrial lead exhibited noise during initial implant. A different lead was used to conclude the procedure. There were no consequences to the patient.